Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a caesarean section procedure on (B)(6) 2019 and suture was used. The suture was detached from the needle easily during interrupted suturing on the uterus. It was a control release needle. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/03/2020. A manufacturing record evaluation was performed for the finished device lot phm997, and no non-conformances were identified.